Event description:
A malfunction with the code 'malf 9' was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed a reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.